Event description:
It was reported that the patient presented for a post-procedure follow-up. During threshold testing, it was noted that the newly implanted right atrial (ra) lead exhibited inappropriate capturing. A chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and inappropriate capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Final analysis did not find any anomalies.